Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose over 400 mg/dl. It was stated that they found that insulin had leaked from reservoir into the reservoir compartment. Blood glucose value at the time of the incident is unknown. Troubleshooting was performed. She cleaned the reservoir compartment and confirmed no fluid was seen inside the device. The customer explained that the leak was at the top of the reservoir septum and it might not have been connected tightly with the tubing. The product will be returned for analysis.